Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was display the message pc. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the day he contacted lfs for assistance at approximately 8:00 am. He claimed he was not able to perform a blood test on the subject meter due to it saying "pc" on the screen. The patient stated he manages his diabetes with humalog insulin and self adjusts. The patient denied taking any action regarding his usual diabetes management routine in response to the alleged issue and claimed one and a half hours later, he developed symptoms of frequent urination and high blood glucose. The patient reportedly administered 2 units of additional humalog to treat his symptoms and denied testing on another device. At the time of troubleshooting, the cca noted that subject meter was being used for the first time, and the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.